Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter product ID 8596sc, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the patient started getting hives that started as a small bump on the edge of the pump on the day before the report. It spread around the pump, to her naval and now is at her hips and up her back and slowly spreading over her body. The patient went to the ER the night before the report and was injected with 50mg of benadryl and also took 50mg of benadryl orally. If anything touched the hives, they seemed to get worse. The patient pain was about a 7-8 and she was never out of pain. On a good day, the patient¿s pain would be a 4. The patient thought there was a ¿pinhole¿ or small leak. The hives or the drug was irritating her kidney or liver. The patient wasn¿t sure which. The patient was being treated for an allergic reaction. Additional information received reported the patient had no known drug allergies. The patient had hives, her skin was burning, and she had sores around the pump. The patient had a new pump implanted on 2014 (B)(6). It was noted that the allergic reaction had resolved and the patient recovered without permanent impairment. The patient was doing well and the symptoms were gone. The pump was infusing morphine (unknown). A follow-up report will be submitted if more information becomes available.